Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The alarm trace had several sample quality-related alarms. The sample foam detection (sfd) camera's images show sample quality issues. A general reagent problem was not detected because the qcs before the event were within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results from an unspecified number of patient samples tested on the cobas e 801 analytical unit. The reporter provided the following examples of discrepant results, which were noted upon duplicate testing: on (B)(6) 2025: patient sample 1. The initial result at 9:02 pm was 8.72 ng/l. The repeat result at 9:15 pm was 4.23 ng/l. On (B)(6) 2025: patient sample 2. The initial result at 9:59 pm was 10.1 ng/l. The repeat result at 10:14 pm was 4.68 ng/l. On (B)(6) 2025: patient sample 3. The initial result at 6:09 am was 19.0 ng/l. The repeat result at 6:28 am was 14.8 ng/l. Patient sample 4: the initial result at 7:59 am was 40.6 ng/l. The repeat result at 8:14 am was 32.0 ng/l. The repeat result at 8:30 am was 33.4 ng/l.